Event description:
The customer observed false reactive architect havab-igg result generated on the architect i2000sr processing module for one patient. The sample was repeated and nonreactive results were obtained. The customer stated all the retest results were from the same sample. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): on (B)(6) 2024 sid (B)(6) (B)(6) result = 1.08 s/co (reactive). (B)(6) 2024 sid (B)(6) (B)(6) result = 0.95 s/co (non-reactive). (B)(6) 2024 sid (B)(6) (B)(6) result = 0.12 s/co (non-reactive). (B)(6) 2024 sid (B)(6) (B)(6) result = 0.12 s/co (non-reactive). (B)(6) 2024 sid (B)(6) (B)(6) result = 0.17 s/co (non-reactive). There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: all the sids were from one patient. Sids = (B)(6). This issue was previously reported under MDR number 3002809144-2024-00196 under a different suspect device. The field service representative (fsr) inspected the instrument, and performed troubleshooting but was unable to determine a single definitive cause of the discrepant result. The architect i2000sr processing module was considered the likely cause. An instrument service history review revealed no additional service tickets associated with false reactive architect havab-igg results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system or discrepant results as described in this complaint. The device history record was reviewed, and no non-conformances or deviations was identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(6) was identified.